Event description:
According to the reporter, in a pulmonary resection, while in the lung, when the jaws were closed before firing, the opening was wider than usual. Another device was used to complete the case. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: egia60amt, egia60amt egia 60 artic med thick sulu (lot#:p3j0888), sigpshell, sig power sigpshell control shell (lot#:unknown), sigadaptshort, sig power sigadaptshort lin short adapt (serial#:unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.